Event description:
Novasure disposable hand-piece would not turn on. The disposable novasure hand-piece failed to work. Another disposable sterile hand-piece was opened to the field and it worked. This hand-piece is used for the removal of uterine lining during a hysteroscopy. There was no injury to the patient.